Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-01259.

Event description:
Sales rep (B)(4) reported on behalf of the customer that during surgery when placing the offset adapter on the tibia, the nut of the offset was stuck / wouldn't come loose. She further reported: "after opening the 6mm offset, we opened the 4mm. The 4mm was also stuck and we took another 4mm. This one was ok." No adverse consequences reported.